Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer stated that the needle did not lock into the needle guard completely centered. The customer then sealed the needle and put it into the sharps container. As operator was doing this, the operator stuck the little finger on the operator's right hand just enough to break the skin. The operator was given care per their sop's and the finger healed fine. The tubing set was not available for return. No pt info is available at this time.